Event description:
The customer biomed reported that there was a speaker malfunction; there was no audio tones on the bedside monitor. It is unknown if the device was in use on a patient. There was no adverse event or patient harm reported.